Manufacturer narrative:
Following a review of the device history record for 06b05-1 all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns. In this difficult case removal of the infected synthetic mesh resulted in permacol being placed into a contaminated/traumatized environment which may have contributed to the complications which occurred.